Event description:
It was reported the unit was overheating and when the pm was done, the well thermostat was allowing it to overheat. Upon eval of the return, evidence of fluid ingress was detected, and the well thermostat and sensor bracket were found corroded. No pt involvement or adverse consequences were reported.